Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella 5.5 the nurse observed that the patient was experiencing access site bleeding and requested advice related to the care thereof. The patient received one unit of blood but was not started on systemic anticoagulation. Labs were pending. The nurse was informed that we could not advise on that matter being that the implanting physician chose to leave the peel-away sheath in place against best practice advice of the primary support on-site. There was support offered to support removing the sheath and inserting the repositioning sheath if the care team chose that in the plan of care; however, additional information noted that the patient expired on support.

Manufacturer narrative:
Corrected information was updated in d7a (is this a single-use device?). Additional information was provided in g4 (PMA/ 510(k)). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding is determined to be use issue because the peel away sheath was in place against best practice advice of the primary abiomed support on-site and oozing occurred after transfer to ICU. Device history review: the device passed all the post sterile inspection checks.